Event description:
It was reported while using the therapy ablation catheter during an atrioventricular node (avn) ablation procedure, a steam pop occurred. The catheter was connected to a non-sjm generator. During ablation with the catheter, a steam pop occurred and no temperature was displayed on the generator. A 'catheter error' message was continuously displayed on the generator. The procedure was continued with a second therapy ablation catheter; however, the catheter was unable to deliver power. The physician then noted edema at the avn and continued the procedure with a therapy cool path catheter. The pt's current status is listed as well. Add'l info was requested, but is not available.

Manufacturer narrative:
One therapy ablation 7f catheter was received for eval. Visual inspection revealed no anomalies. Functional testing of the device confirmed the catheter passed continuity, resistance and EKG testing. When deflected, the catheter created a curve and held the curve matching the required template. Steering force to create a curve met the required spec. The thermal system of the catheter was inspected through the tc/th verifier and no issues were found. The temperature and power readings were normal. The catheter also successfully passed ablation simulation testing. Microscopic eval of the tip of the catheter revealed no issues. Review of the device history record confirmed this device met mfg requirements prior to shipment. The review revealed no non conforming material reports as well. The root cause classification could not be determined as the device met spec.